Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during an open gastric bypass procedure, the staples did not form. It was not reported how the case was completed. There were no reported pt consequence.